Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm the reactivity of the e, fya, and s antigens. Results were satisfactory. Patient's post transfusion sample was tested against retained vss124 and other cells positive for the corresponding antigens. No reactivity was observed with the patient sample.